Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into it. The closure device was deployed in the patient and it was noted that there was a pericardial effusion. The patient was brought to surgery where thoracotomy suture was performed to treat the effusion. The closure device was implanted in the patient. The patient is stable and fine following these events.